Manufacturer narrative:
Follow-up received on 29-aug-2016: ptc investigation result was provided. Ptc global number is (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. Device removal is listed according to the reference safety information for essure. This case was received through a legal claim which included several plaintiffs. The adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received on 02-aug-2016 from a lawyer, on behalf of a female plaintiff of unspecified age in the united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and subsequently had the device removed due to complications. This case was received through a legal claim which included several plaintiffs. The complications suffered by plaintiffs included: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications.

Manufacturer narrative:
Follow up information received on 13-oct-2016 consumer via legal department: this report is considered legal case from this date forward. In (B)(6) 2006, essure (ess205) was inserted. In 2007 or 2008, she began experiencing the following symptoms, including, but not limited to: abnormal, heavy bleeding; prolonged, abnormal menses; severe abdominal pain; severe abdominal cramping; severe back pain; pain during intercourse; metallic taste in mouth; and migraines. Over time, the symptoms that she was experiencing escalated in severity. On (B)(6) 2015, she underwent a hysterectomy and salpingectomy with removal of the essure devices. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. Upon receipt of follow-up information, it was reported she experienced severe abdominal pain / severe abdominal cramping. Therefore, the event device removed was deleted. A hysterectomy and salpingectomy with removal of the essure devices. Severe abdominal pain / severe abdominal cramping is considered anticipated according to the reference safety information for essure. Abdominal pain may occur with essure therapy. Considering its nature and lack of alternative explanation, causality with the suspect device cannot be excluded. This case was regarded as incident because a device removal was required and surgical intervention was performed. Additionally, non-serious events were reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain / severe abdominal cramping"), menorrhagia ("abnormal, heavy bleeding; prolonged, abnormal menses"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), dysgeusia ("metallic taste in mouth"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (surgery to remove the essure). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, back pain, dyspareunia, dysgeusia, migraine and headache outcome was unknown. The reporter considered abdominal pain, back pain, dysgeusia, dyspareunia, headache, menorrhagia, migraine and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 10-nov-2017: event headaches and pain was added and painful intercourse was clubbed with previously reported event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and weight increased ("weight gain") in a 25-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension since 2015, headache (over the counter medications as nature of treatment.), depression since 2016 and vitamin d deficiency since 2016. Concomitant products included medroxyprogesterone (depo provera) in 2006 for birth control, ibuprofen since 2008 for hysterectomy as well as amlodipine from 2016 to 2017, beta-lactamase sensitive penicillins (penicillin) since 2008, butalbital since 2016, cefalexin (keflex) since 2010, chlorhexidine since 2008, ciprofloxacin (cipro) since 2011, colecalciferol (vitamin d) from 2016 to 2017, desipramine since 2016, diclofenac since 2016, diltiazem since 2016, fluconazole since 2007, gabapentin since 2013, hydrocodone since 2008, ketoconazole (nizoral) since 2007, ketoconazole since 2007, metronidazole (flagyl) since 2011, nitrofurantoin since 2017, oxycodone since 2015, terconazole (terazol) since 2010, terconazole since 2010, triamcinolone acetonide (kenalog) since 2010, triamcinolone since 2010 and valaciclovir hydrochloride (valtrex) since 2007. On (B)(6) 2006, the patient had essure (ess205) inserted. In april 2006, the patient experienced dyspareunia ("pain during intercourse /dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In december 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain / severe abdominal cramping") and vulvovaginal pain ("vaginal pain"). In 2007, the patient experienced weight increased (seriousness criterion medically significant). On (B)(6)2007, 1 year 7 months after insertion of essure (ess205), the patient experienced cystitis ("vaginal, bladder or urinary problems or changes(event splitted for coding)"), vaginal discharge ("vaginal discharge"), skin candida ("cutaneous monlia, urinary tract infection, candidiasis, bacterial vaginosis, vulvovaginitis"), urinary tract infection ("infection (bladder/ urinary tract/ vaginal)-type: cutaneous monlia, urinary tract infection, candidiasis, bacterial vaginosis, vulvovaginitis"), candida infection ("infection (bladder/ urinary tract/ vaginal)-type: cutaneous monlia, urinary tract infection, candidiasis, bacterial vaginosis, vulvovaginitis"), bacterial vaginosis ("cutaneous monlia, urinary tract infection, candidiasis, bacterial vaginosis, vulvovaginitis") and vulvovaginitis ("cutaneous monlia, urinary tract infection, candidiasis, bacterial vaginosis, vulvovaginitis"). In 2008, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On (B)(6)2012, the patient experienced dysuria ("bladder or urinary problems or changes painful urination"). In 2014, the patient experienced migraine ("migraines /migraines / headaches") and headache ("headaches ,migraines ,headaches"). On an unknown date, the patient experienced menorrhagia ("abnormal, heavy bleeding; prolonged, abnormal menses"), back pain ("severe back pain"), dysgeusia ("metallic taste in mouth") and abdominal pain lower ("cramping"). The patient was treated with surgery (to remove the essure ,hysterectomy (full),salpingectomy on (B)(6) 2015) and surgery (gastric sleeve). Essure (ess205) was removed on (B)(6)2015. At the time of the report, the pelvic pain, weight increased, abdominal pain, menorrhagia, back pain, dyspareunia, dysgeusia, migraine, headache, female sexual dysfunction, cystitis, fatigue, vaginal discharge, skin candida, urinary tract infection, candida infection, bacterial vaginosis, vulvovaginitis, dysuria and vulvovaginal pain outcome was unknown and the nausea and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, bacterial vaginosis, candida infection, cystitis, dysgeusia, dyspareunia, dysuria, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, skin candida, urinary tract infection, vaginal discharge, vulvovaginal pain, vulvovaginitis and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram on (B)(6) 2006: total bilateral occlusion approximate weight at the time of essure placement 183 lbs. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporters were added. Patient¿s details, concomitant disease, concomitant drugs and unstructured relevant tests were added. Apareunia (inability to have sexual intercourse), infection (bladder, urinary tract/vaginal) type: vaginal, bladder or urinary problems or changes(event splitted for coding), fatigue, gastrointestinal or digestive system condition type: gastric sleeve, nausea, vaginal discharge, weight gain, infection (bladder, urinary tract, vaginal)-type: cutaneous monlia, urinary tract infection, candidiasis, bacterial vaginosis, vulvovaginitis, bladder or urinary problems or changes painful urination, vaginal pain and cramping were added as events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.